Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to rewind but received a no deliver during prime. Customer was advised to perform manual prime and stated there was no resistance. Customer was instructed to insert the reservoir into the insulin pump and prime again; the insulin pump alarmed no delivery. Customer disconnected and reconnected the tubing from reservoir but the no delivery alarm persisted. The alarm history could not be check to verify multiple motor error alarms bus customer stated it was just once. Blood glucose value was 6.3 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.